Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, the implantable cardiac monitor exhibited under-sensing leading to false pause episodes due to partial loss of contact. Upon review, it was noted that the r waves were diminished but still present with low amplitude. Programming changes were neither discussed nor performed. The patient was stable and will continue to be monitored.